Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record,s which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade not be conclusively determined. Per the IFU, cardiac perforation is a risk during any cardiac catheterization procedure.

Event description:
Related manufacturing reference: 3008452825-2016-00050. During an rf ablation procedure, a cardiac tamponade occurred. Following a retrograde approach, mapping and ablation of the left atrial tachycardia near the anterolateral papillary muscle was being performed when the patient became hypotensive. A transthoracic echocardiogram was performed which revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.